Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. However, the pump had a high sleep current measurement (unexpected battery power loss) and alarmed pump error 75, pump error 68, pump error 49 and pump error 23 during self test. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. No fatal alarms/errors in the formatted history file, detail trace file and long trace file noted. Critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045). Suspecting hw issue. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor noted. No corrosion or moisture damage found on the motor and vibrator assembly noted. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. The pump trace download analysis confirmed the pump alarmed pump error 25, pump error 75 alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm. Replace battery alert was recorded and found in the formatted history file on: 03/15/2023 22:48:00.000. Low battery alert was recorded and found in the formatted history file on: 03/15/2023 13:17:00.000. Insert battery alarm was recorded and found in the formatted history file on: 03/15/2023 13:17:00.000. Pump error 68 alarm was recorded and found in the formatted history file on: 03/20/2023 14:54:03.000, 03/20/2023 16:55:03.000, 03/20/2023 16:55:03.000, 03/26/2023 06:37:03.000, 03/26/2023 06:47:15.000, 05/26/2023 10:07:51.000, 05/26/2023 10:09:37.000, 05/26/2023 10:10:36.000. Pump error 49 alarm was recorded and found in the formatted history file on: 03/20/2023 14:54:03.000, 03/20/2023 14:54:19.000, 03/20/2023 16:55:03.000, 03/20/2023 16:55:45.000, 03/20/2023 16:59:22.000, 03/20/2023 16:59:35.000, 03/26/2023 06:37:03.000, 03/26/2023 06:47:23.000, 05/26/2023 10:07:51.000, 05/26/2023 10:09:37.000, 05/26/2023 10:10:04.000, 05/26/2023 10:10:36.000, 05/26/2023 10:11:04.000. Pump error 23 alarm was recorded and found in the formatted history file on: 03/20/2023 14:54:37.000, 03/20/2023 16:57:28.000, 03/20/2023 16:59:48.000, 03/26/2023 06:47:49.000, 05/26/2023 10:10:21.000, 05/26/2023 10:10:21.000, 05/26/2023 14:42:04.000. Pump error 25 alarm was recorded and found in the formatted history file on: 03/25/2023 16:00:00.000, 03/25/2023 16:10:00.000, 05/26/2023 14:00:00.000, 05/26/2023 14:10:01.000. Pump error 75 alarm was recorded and found in the formatted history file on: 05/26/2023 10:07:28.000. A high sleep current measurement (unexpected battery power loss), pump error 25 alarm, pump error 75 alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm during self test were confirmed due to corrosion on the pcba 1, pcba 2 and force sensor noted. Please see below for pump errors/alarms noted 1 week prior to the event date 20-mar-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 03/20/2023 09:36:00.000. Sg calibration error (776) was recorded and found in the formatted history file on: 03/20/2023 07:56:27.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2005 line number: 9926) were recorded and found in the formatted history file on: 03/20/2023 14:54:01.000. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2005 line number: 9926) were confirmed according in the formatted history file, suspected on hw. Pump error 53 alarm (file number: 2005 line number: 5632) was recorded and found in the formatted history file on: 05/26/2023 10:10:02.000 and 05/26/2023 10:11:02.000. Pump error 53 alarm (file number: 2005 line number: 5632) was confirmed according in the formatted history file due to software error. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2005 line number: 9926) were confirmed according in the formatted history file, suspected on hw. Pump error 53 alarm (file number: 2005 line number: 5632) was confirmed according in the formatted history file due to software error. Critical pump error (open book image) alarm, a high sleep current measurement (unexpected battery power loss), pump error 25 alarm, pump error 75 alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm during self test were confirmed due to corrosion on the pcba 1, pcba 2 and force sensor noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error with an open book image alarm. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.